Event description:
It was reported that during an implant, when turning the screw on the atrial port, no clicking sound was heard. The physician pulled the atrial lead from the device, but it did not come out. It was determined that the screw was turning, but could not hear the clicking sound. A new torque wrench was used to turn the screw again, but still no clicking sound. Another device was implanted. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial and ventricular set screw contained septum material inside the hex cavity, preventing full insertion of the torque wrench. The set screw anomaly was consistent with having occurred during the procedure.